Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing. The patient received an inappropriate treatment from the lifevest. At 18:54:43, the patient received the treatment. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity and motion/tactile artifact. The post-shock rhythm was asystole with intermittent cardiac activity and CPR, motion, and tactile artifacts. Oversensing of cardiac activity and motion/tactile artifact contributed to the false detection. The response buttons were pressed earlier in the detection sequence, but not immediately prior to shock delivery. The response buttons functioned appropriately. The patient remained in asystole until the electrode belt was disconnected. There is no indication that the lifevest caused or contributed to the patient's passing. The patient was in a non-life-sustaining rhythm prior to the treatment delivery.